Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the transmitter does not associate with the implant. After completing a health check, the pit button flashes once, therefore the installation does not work.

Manufacturer narrative:
Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status lights remained permanently green even when the healthcheck or pit buttons are pressed. In-depth analysis revealed that the observed issue is most probably linked to the back office server and has been corrected. However, the root-cause could not be determined with certainty. Based on available data, no issue is suspected on the device. This is an isolated case.

Event description:
Reportedly, the transmitter does not associate with the implant. After completing a health check, the pit button flashes once, therefore the installation does not work.